Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that basal history was not being accurately recorded in the pump despite being in use. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the history issue, but no response was received. Customer¿s blood glucose was above 400 mg/dl.